Manufacturer narrative:
Findings: the low reservoir alarm functioned properly. No low reservoir alarm anomaly noted. Pump passed idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, displacement test. No unexpected low battery alarm noted. Pump unable to prime during prime test due to faulty force sensor (gold).unable to perform occlusion test and no delivery test due to prime anomaly. Pump had stripped battery cap coin slot (p) and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had battery cap damage. Customer's blood glucose at time of incident was 240 mg/dl. The customer was not able to remove the battery cap. The customer was advised to attempt remove with a large flat-head screwdriver. The customer stated that the cap is peeling. The customer was advised to discontinue use of the pump if the battery is low. The customer was advised that we are replacing the insulin pump. The customer declined to troubleshoot for low reservoir and low battery alarm.